Event description:
A malfunction alarm was reported by the customer, and the specific code was resettable, yet the issue persisted after resetting the pump. There was no adverse impact on the customer's blood glucose level. The customer will use mdi as backup therapy for insulin delivery, and technical support has arranged for a pump replacement, confirmed the shipping address, and provided instructions for storage mode prior to return.